Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge or segmental resection, the jaws were able to open and close after the reload was loaded but the blade did not advance. It was also stated that there was a problem loading and unloading the device. A new handle and a new cartridge were taken out and the operation was continued. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.